Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Omsc received only photos of the device and omsc confirmed that the ptfe pad was partially lifted from the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the photos of the device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.

Event description:
The subject device was used during a lobotomy. The surgeon found that the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.